Event description:
The patient is a regular outpatient undergoing maintenance dialysis. The patient received hemodiafiltration (hdf) treatment in our department during the afternoon shift on february 11. A nipro elisio-17h hemofilter was used for the treatment as per the physician's order. At 15:05, the patient's vital signs were stable, and dialysis was initiated according to the order.at 15:07, the blood pressure was 124/85 mmhg and heart rate 60 bpm. The patient complained of numbness in the left upper extremity (puncture arm) and palpitations with discomfort. Immediate inspection of the puncture sites showed no infiltration at either the arterial or venous access. The dialyzer and blood tubing set were then checked. The venous bypass line appeared light red, indicating dialyzer membrane rupture with blood leakage. The physician was notified immediately. The dialyzer was replaced and the dialysis machine was changed to machine g9 as ordered, and dialysis was restarted. At 19:25, the patient completed the hemodialysis treatment and was disconnected from the machine. The patient reported no discomfort and left the dialysis unit unassisted.